Event description:
Patient was seen in doctor's office 12/10/92 - complained of pain -- x-rays were taken and a revision surgery was scheduled for 12/14/92. At the time of surgery the metal backed patella button was discovered to have sheared dfrom the metal pegs. It was explanted. A new patella was implanted. Also, th epoly articular surface of the total knee implant was replaced due to weardevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.